Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys pth immunoassay results for 3 patient samples and a questionable elecsys t3 result for 1 patient sample tested on a cobas 6000 e 601 module. Patient 1 initial pth result was 110.8 pg/ml with repeat results of 275.9 pg/ml, 289.0 pg/ml, and 295.1 pg/ml. Patient 2 initial pth result was 15.90 pg/ml with repeat results of 27.04 pg/ml and 28.34 pg/ml. Patient 3 initial pth result was 10.01 pg/ml with a repeat result of 27.37 pg/ml and 27.47 pg/ml. Patient 4 initial t3 result was 5.25 with a repeat result of 3.60, units not provided. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The pth reagent lot was 260511 with an expiration date of dec-2018. The t3 reagent lot was not provided. The investigation determined that the analyzer alarm history gave no indication of an issue. As multiple assays were affected a reagent issue is not suspected. The investigation was unable to find a definitive root cause.